Event description:
Caller reported intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer changed infusion sent and cartridge and successfully resumed insulin after each occlusion. During call with tandem technical support a systems check was completed and no issues were identified. Ultimately, the customer was advised to replace supplies and continue insulin therapy.